Event description:
It was reported that, on the evening after the implant procedure, the patient had three inappropriate shocks due to oversensing of noise via air bubbles. The smartpass feature had programmed itself off due to low intrinsic amplitudes. The system was checked and, when pressing the device pocket, the electrogram signal did change some. Technical services suspects there is still some air in the pocket. The system was programmed off for now and the therapy will be programmed back on in a few days. There were no additional adverse patient effects. The system remains implanted.